Manufacturer narrative:
The reported diagnostic anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine follow-up, the device had reached eri. The patient was asymptomatic. A battery data anomaly was observed. The device was explanted and replaced. The patient tolerated the procedure well and will continue to be monitored normally.